Manufacturer narrative:
H4: the lot was manufactured between july 5, 2023 and july 6, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bladder with green color water to the nominal volume. During and after fill, no evidence of leak was observed from the fill port or from other parts of the device. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked normal saline from the fill port. This occurred during filling. The clear fill port cap was secured on the top of the device, and the blue winged cap was secured to the luer at the end of the tubing. There was no patient involvement. No additional information is available.